Manufacturer narrative:
Correction: upon review of the initial MDR, it was found that the implant date ((B)(6) 2018) was not entered in the initial report. As a result the following field has been updated: if implanted, give date: (B)(6) 2018. The unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn: (B)(4). As a result the following fields have been updated: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00i0210. Expiration date: 4/3/2023. UDI number: (B)(4). Device manufacture date: 4/3/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Brand name: unknown. Model number: unknown, not provided. Serial number: unknown, not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. Reporter: email address unknown, information not provided. PMA - unknown since study is masked, product identifiers are not provided. Device manufacture date: unknown as there is no serial number provided. (B)(4). Device evaluated by MFR: the device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the complaint product cannot be performed at this time since the model and serial number are unknown. Upon unmasking of the complaint product and receipt of the product identifiers an investigation will be completed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 1-month study visit, the patient reported being moderately bother with halos and slight bother with starbursts, but no difficulties with either symptom. At the 6-month study visit, the patient reported being moderately bothered by halos that being moderately bothered by halos that caused difficulty; patient does not drive at night. The patient also reported being slightly bother with starbursts very bothered with sensitivity to light and slightly bothered by glare. Pre-op monocular best corrected distance visual acuity (bcdva) on (B)(6) 2018 was 20/50 od and 20/50 os; at the 6-month visit on (B)(6) 2019 monocular bcdva was 20/20 for od and 20/25 for os. Additional information received reported a yag (yttrium aluminium garnet) is planned for the left eye. No additional information was received. This report is for the event associated with the left eye. A separate report will be filed for the event with the right eye.